Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was over-sensing during a diagnostic event. No interventions were reported. The patient was stable.